Manufacturer narrative:
.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient underwent endovascular repair of a thoracic aortic aneurysm using two conformable gore® tag® thoracic endoprostheses. The first stent graft (tgu343415j/12248514) was deployed in the position where its distal end was 1-2 cm upper than the celiac artery. The second stent graft (tgu343420j/12285538) was then implanted in the position where its proximal end was on the level of the distal end of the descending aorta. Touch-up ballooning was performed in the joint area of the stent grafts, and an angiography showed no endoleak. Another angiography to the bifurcation areas in the abdominal aorta revealed that a lumbar artery on the level of the celiac artery was patent. The procedure was concluded without any issue reported and the patient tolerated the procedure. On (B)(6) 2014, the patient developed paraplegia. The paraplegia was treated by spinal drainage performed, medications (naloxone and steroid) administered, and actions taken to maintain the patient's blood pressure. The paraplegia was later resolved, and the patient is doing well. The physician stated that since the patient's access vessel has a small diameter, a stent graft with larger diameter could not be used and the treatment length was longer by implanting the stent grafts with smaller diameter, which might have caused the paraplegia. He also mentioned that it could be possible that since there was much mural thrombosis in the blood vessel, it spread out during the procedure and occluded the internal carotid artery or adamkiewicz artery.